Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The shaft and hypotube were microscopically and visually examined. The balloon was loosely folded. There were numerous kinks throughout the hypotube of the device. There was a complete hypotube separation 77.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left circumflex coronary artery. Following placement of a 6f 3.5 non-bsc guide catheter and a 182cm luge guide wire, a non-bsc drug-eluting stent was deployed. A 3.50mm x 8mm nc emerge® balloon catheter was then advanced for post-dilatation. After inflation and during withdrawal, the shaft of the balloon catheter broke in two pieces. Another balloon catheter was advanced and inflated distal to the severed piece to extract the remaining piece that was left in the guide catheter. The device was completely removed from the patient and the procedure was completed with a different device. There were no patient complications reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left circumflex coronary artery. Following placement of a 6f 3.5 non-bsc guide catheter and a 182cm luge guide wire, a non-bsc drug-eluting stent was deployed. A 3.50mm x 8mm nc emerge® balloon catheter was then advanced for post-dilatation. After inflation and during withdrawal, the shaft of the balloon catheter broke in two pieces. Another balloon catheter was advanced and inflated distal to the severed piece to extract the remaining piece that was left in the guide catheter. The device was completely removed from the patient and the procedure was completed with a different device. There were no patient complications reported and the patient's status was fine.